Event description:
Information received by medtronic indicated that the customer got difficulty in pressing some insulin pump buttons. Customer stated that some buttons were responding to the commands. Customer stated the scroll bar was not going up or down without any action. Customer reported the menu button, left arrow, down arrow and main button were difficult to press. The block mode was inactive. Customer also stated that the insulin pump was not in progress a the time the button was unresponsive. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Manufacturer narrative:
Retainer ring = black. Insulin pump case = ngp. Customer returned insulin pump for an alleged keypad unresponsive/button error alarm found on (B)(6), 2022. Insulin pump received with unresponsive keypad and was not able to clear start up alarms and set up time and date. Unable to perform the displacement test and self test due to unresponsive keypad buttons. Insulin pump failed keypad voltage test due to poor solder joints on the u1 chip. Insulin pump was successfully downloaded with thus. No stuck key alarm was found in the history files on or near the event date. Insulin pump was cut open to perform visual inspection and found poor solder joints on the chip and moisture on electrical board 1, electrical board 2 and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay. Unresponsive keypad occurred during testing due to poor solder joints on the chip. Keypad unresponsive/button error alarm confirmed. Exposed to moisture confirmed on electrical board 1, electrical board 2, and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.

Event description:
The device was returned for the analysis.